Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the esc button. No ramping numbers noted. The insulin pump was received with severely scratched lcd window, scratched around casing, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not performed. The device was returned for analysis.